Manufacturer narrative:
D9 device was returned and date received was added. H6 updated type of investigation code due to the device being returned. H11 updated additional manufacturer narrative due to the device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Event description:
Additional information was received. The device has been sent back for evaluation. When the company representative arrived, they noticed an ¿impella stopped. Retrograde flow' alarm. The providers stated that initially they were able to increase the flow from p0 to p4 following the alarm, however a few minutes later the 'impella stopped. Retrograde flow' alarm returned and the nurses and physicians present were unable to restart the device again.

Manufacturer narrative:
B5 additional information was received.

Manufacturer narrative:
Additional information was received and provided more information on the patient. However echo imaging and prior hospitalization information were not available as patient is under the care of a private cardiologist. The patient underwent a successful intravascular ultrasound guided intervention of distal left main-left anterior descending trifurcation lesion with balloon dilation pre and post drug-eluting stent placement. Correction. D4 catalog number d d4 serial number were updated, corrected accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella cp via percutaneous right femoral artery for mechanical circulatory support. Per the customer, following device implant, initial flows from the impella were optimal. Shortly after, within a few minutes of the pump starting, retrograde flow alarms and pump stoppage alarms occurred. P0 was noted on the placement screen. The physician increased the p level to p4 at this time with alarms resolving and flow was optimal for p4. After 15 minutes, retrograde flow and pump stoppage alarms returned and were unable to increase p level or flow. The automated impella controller was exchanged. However, alarms persisted. The patient had stable hemodynamics and the case was completed with the device and p0. The device was removed without issue.